Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the valve was leaking at the level of the "screw." Procedure type was a visceral embolization. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. The estimated blood loss was less than 250cc's. Additional information was received on 05 jun 2024: the destination was utilized to finalize the procedure. Leakage was observed midway through the procedure. The patient remains stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results and report that this reported event has been reassessed and deemed not reportable based on the investigation of the sample. The inspection of the returned sample found the device to be of normal product; therefore, it is not reportable. One 6fr destination sheath hub and side tube assembly were returned for assessment. The returned components were subject to visual analysis. No abnormalities were seen. The hub was attached to a conforming sheath and leak tested with a dilator and with nothing inserted. The hub and valve passed leak testing in both instances. The complaint cannot be confirmed for valve or hub leakage because the sample passed leak testing. The exact root cause of the leakage experienced by the user could not be determined. The likely root cause of the leak during the procedure is that the valve was not properly screwed onto the sheath. No failure mode was detected on the returned device. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).